Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges extreme fatigue and tremors. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges extreme fatigue and tremors. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a philips service center. During the evaluation of the device, the service center visually inspected the device and found no evidence of foam degradation. The device was scrapped by the service center. The manufacturer is submitting a final report at this time.